Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Examination of the returned device revealed that a damage on the guidewire exit port assembly. A kink was observed in the telescope assembly from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that imaging catheter became stuck with the lesion. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. Intravascular ultrasound (ivus) observation was performed post-stenting of the target vessel. Upon withdrawal of the opticross¿ imaging catheter, strong resistance was encountered. After the device was completely removed by the physician, it was noted that the tip was kinked. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.